Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was difficult to interrogate the pulse generator, two different programmers were used without success. The device could be interrogated with an inductive wand only. The patient was taken to another room and the device could still not be interrogated. The patient was asymptomatic.